Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The suture was breaking while suturing. It was not reported how the procedure was completed. There were no patient consequences reported. The actual suture was discarded. Representative samples will be returned by the customer.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An opened box with unopened samples and other opened box with unopened samples of product were returned for analysis. The issue sample was not received for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along strand and no defects, damage or breakage suture were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture were found.